Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/10/2011. Device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2011 with the following findings: evaluation revealed that the pump powers up properly with the verify screen; the display, vibratory alarms, and auditory alarms were all found to be operating appropriately. The pump was found to be operating within required specifications and delivering insulin accurately; the pump was exercised for 24 hours with no insulin delivery issues. A review of the pump history did not indicate any unusual activities related to the complaint. The history shows an alarm warning on 04/17/2011, which could not be duplicated on investigation. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Event description:
This complaint is being reported as a malfunction due to the alleged power issue. There was no reported patient impact associated with this complaint. During troubleshooting, the animas representative noted the following: there was no trauma to the pump with no keypad peeling or cracks. The o-ring is in good condition. The battery compartment is dry.